Manufacturer narrative:
As no samples were returned for evaluation, a root cause could not be determined. The device history record review was completed on the reported lot v2l284, and the lot was manufactured and released in compliance with all requirements. Cardinal health will continue to monitor complaint trends for this reported issue.

Event description:
Customer reported, we have recently received concerns from our phlebotomy team regarding ruptured hot packs. They have confirmed product to be cardinal¿s and have provided one lot number so far. Three staff members were splashed and had to wash off their clothes, no harm just discomfort.

Manufacturer narrative:
This complaint was forwarded to the manufacturing facility where it is currently under investigation. A follow up report will be filed once the results have been completed.